Manufacturer narrative:
No response was obtained after multiple attempts to contact the hospital personnel to gather required information pertaining to the incident. Based on the available information, the hospital staff failed to lock the wheels of the table causing the patient to fall and sustain a back injury. The instructions for use of the table/device does mention information pertaining to the use of casters and the appropriate locking/unocking conditions. This incident is thus deemed as a use error as there was a failure to follow manufacturer's recommended guidelines and recognized best practices for patient safety.

Event description:
A patient injury that occured two years ago was reported to the manufacturer. The hospital personnel failed to lock the wheels of the hana table causing the patient to fall and experience a back injury.

Event description:
A patient injury that occured two years ago was reported to the manufacturer. The hospital personnel failed to lock the wheels of the hana table causing the patient to fall and experience a back injury.